Event description:
On (B)(6) 2013, the manufacturer's representative visited the physician and found that the serial cable appeared to be fractured or frayed. The physician's serial cable was used with a known working programming system and the system was unable to interrogate a demo generator. It was later confirmed that the serial cable was frayed, not fractured. No other information was provided.